Event description:
The customer reported the tissue pad peeled off indicated by an unknown error during a therapeutic hepatobiliary pancreas laparoscopic cholecystectomy involving an olympus instrument and an ultrasonic generator. No fragments fell into the patient. The procedure was completed with a similar device. There was no surgical delay, and the device had been inspected prior to use. An olympus sales representative had observed the device and noted the external appearance of the device looked burned and the tissue pad did not appear to be peeled off. There was no patient injury reported.

Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.